Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that retainer lip ring was missing. The customer¿s blood glucose level was 200 mg/dl at the time of incident. The insulin pump will not be returned for analysis.